Manufacturer narrative:
Based on assessment, the product met specifications at the time of release investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported shallow flaps following corneal flap creation. Additional information requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).